Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional info becomes available.

Event description:
It was reported that after the anesthesiologist had inserted the catheter into the needle, he went to retract the catheter and it got stuck and sheared. The anesthesiologist was unable to pull back or push forward the catheter. The catheter and needle were removed. A new kit was opened and used successfully. There was a delay in treatment, but no harm was caused to the pt. No complications or death occurred to the pt. Additional info received on (B)(6) 2013, indicates that the catheter was not cut into two pieces. It had got stuck in the needle when retracting, the outside layer came off a little bit. The entire catheter was removed from the pt.